Event description:
It was reported that the cartridge was not fitting properly on the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer was advised to inspect and clean the pump's pneumatic tap area and remove the o-ring causing the fit issue. After following these steps, the customer successfully reloaded the cartridge and was able to resume insulin therapy.